Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed to be blank and unreadable. The device's lcd screen was replaced to address the issue.